Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced non-conversion during a ventricular fibrillation (vf) episode. The patient received eight shocks and therapy was exhausted. This vf episode was resolved in hospital with external defibrillation and medication. The patient underwent a cardiac catheterization. No additional adverse patient effects were reported. At this time, this device remains in service.